Manufacturer narrative:
Concomitant medical products- model: pb1016, transcatheter pulmonic valve; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital emergency department (ed) for a rhythm check. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered an alert for high rv capture threshold. It was noted that this is a chronic issue on the rv lead. Follow up was completed with the patients clinic. The allied health professional (ahp) at the clinic was able to verify that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.